Event description:
It was reported that a pump was alarming for a system error 105. There was no pt injury.

Manufacturer narrative:
MFR ref number: (B)(4). Baxter received and evaluated the device. The reported symptom system error 105 was confirmed through the history log but could not be reproduced. Upon, physical inspection it was found that the c27 was dislodged from the I/o printed circuit board. This is a known contributor to the reported symptom. As a result, the I/o printed circuit board was replaced.